Manufacturer narrative:
Heartsine evaluated the customer's device and was not able to verify and duplicate the reported issue. The device was scrapped and replaced. A cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report difficulty with powering on their device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report difficulty with powering on their device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.